Event description:
Received information from ivc legal alleging that a consumer was seriously injured by an allegedly defective unspecified invacare wheelchair. No other details have been provided.

Event description:
Received information from ivc legal alleging that a consumer was seriously injured by an allegedly defective unspecified invacare wheelchair. No other details have been provided.

Manufacturer narrative:
Alleged serious injury. Alleged malfunction. Based on information from ivc legal alleging that a consumer was seriously injured by an allegedly defective unspecified invacare wheelchair an MDR will be filed. No other details on the injury or the device have been provided. Follow-up 06oct2011 - (B)(4) the model is 9000 sl wheel chair - (B)(4) and the serial number (B)(4).

Manufacturer narrative:
Alleged serious injury. Alleged malfunction. Based on information from ivc legal alleging that a consumer was seriously injured by an allegedly defective unspecified invacare wheelchair an MDR will be filed. No other details on the injury or the device have been provided.